Event description:
Laboratory user informed manufacturer that their new shipment of lua kits b1029-440 lot 056 was found to have some sort of gel/precipitate in every bottle of conjugate.

Event description:
Laboratory user informed manufacturer that their new shipment of lua kits b1029-440 lot 056 was found to have some sort of gel/precipitate in every bottle of conjugate.